Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). E1 - initial reporter phone: (B)(6). Investigation results: device technical analysis - upon receipt at our post market quality assurance laboratory, the balloon was received tightly folded which indicates it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. The investigator attached the express ld device to a inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. The stent deployed without any issues. The stent was noted to be damaged on the proximal end. No damage or issues were noted with balloon material. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the express ld device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
Reportable based on device analysis completed on 31mar2026. It was reported that stent could not be deployed. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left subclavian artery. A 9.0x30x135 cm express ld vascular was selected for use. During the procedure, it was noted that the stent could not be deployed when it reached the lesion. There were no patient complications as a result of this event. However, device analysis revealed stent damaged on the proximal end.